Event description:
It was reported that the customer was hospitalized for lbgs. The paramedics were called to assist the customer and was not taken to the hospital. It was indicated that the customer had 4 teeth extracted and was taking antibiotics. The customer may have over bolused. Troubleshooting was done and the pump is operating as designed. The customer was instructed to contact md to discuss possible causes for lbgs.